Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The sales rep reported a revision of right hip due to failure of the femoral head disassociated from the stem. Patient experienced clicking and pain sensation prior to surgery.

Manufacturer narrative:
An event regarding disassociation, pain and clicking involving a metal head was reported. The event of disassociation was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by consulting clinician who indicated: "the primary harm involved is dissociation failure of the femoral head from the trunnion of the femoral stem. This finding is evident on the ap pelvis navy x-ray provided. The intraoperative x-ray of the femoral stem and head demonstrate evidence of metallosis as well as material loss and remodeling of the trunnion." Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical records were reviewed by the consulting clinician who indicated: "the primary harm involved is dissociation failure of the femoral head from the trunnion of the femoral stem. This finding is evident on the ap pelvis navy x-ray provided. The intraoperative x-ray of the femoral stem and head demonstrate evidence of metallosis as well as material loss and remodeling of the trunnion." The investigation concluded that patient was revised due to disassociation but the root cause could not be determined. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The sales rep reported a revision of right hip due to failure of the femoral head disassociated from the stem. Patient experienced clicking and pain sensation prior to surgery.

Manufacturer narrative:
Corrected data: expiration date. Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before(B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
The sales rep reported a revision of right hip due to failure of the femoral head disassociated from the stem. Patient experienced clicking and pain sensation prior to surgery.